Event description:
On (B) (6) 2010 the patient reported that for the past year he has had difficulty in controlling his blood glucose levels. He stated he has often had readings in the 300-500 mg/dl range with his normal range being 160-190 mg/dl. He said he usually does not have any symptoms. He stated he sometimes boluses multiple times and his readings do not decrease and then will suddenly drop to as low as 29 mg/dl due to getting a double dose of insulin. The patient said he has discussed this with his doctor who had advised him he is having issues with his site. The doctor advised him to try different areas for his site and to change his headset ore often. He changes his headset every 2-2.5 days as recommended by his doctor. The patient said that 2-3 times when he has changed his cartridge, he haas looked at his tubing and does not see any insulin in it. He runs a prime and it takes 20-25 units for insulin to emerge from the tubing. He has seen lumps at his site areas and massages them until they go down. A guide to infusion site management and infusion sets with a longer cannula were sent to the patient. Attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.